Manufacturer narrative:
The facility biomedical engineer cancelled the service request. No samples were returned for investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of this industry article was provided to the customer. This report was mailed to FDA on: 07/29/2009.

Event description:
The nurse reported the phaco handpiece is burning hot on normal settings. A corneal burn occurred. Additional information from the nurse stated the staff believes it was a user issue. No consumables were saved and the nurse declined to send the phaco handpiece in for evaluation. Additional information from the surgeon stated the wound was sutured closed. The patient outcome was noted as good.